Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(6).

Event description:
It was reported that rotation speed was unable to be adjusted. A rotablator rotational atherectomy system console kit was selected for use. At the beginning it was noted that the rotation speed did not increase more than 180,000 rpm. When the gas pressure was increased, the rotation speed increased to 210,000 rpm. An attempt was made to decrease the speed from 210,000 rpm but was unable to. It was also noted that a gas leak was heard from the regulator. There were no patient complications reported.